Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The needle not retracting (one occurrence resulted in a needle stick). The event occurred twice. The following information was provided by the initial reporter. The customer stated: complaint category: damaged / broken. Hospital complaint reference #: details of complaint (reported issue): the needle not retracting (one occurrence resulted in a needle stick). The customer wants to return 350 ea complaint noticed: during / after use patient injury: no qty affected: 2 ea.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint((batch number provided is incorrect); therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Manufacturer narrative:
Medical device expiration date: unknown. (Batch: 0314466 does not exist for material number: 368607.). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The needle not retracting (one occurrence resulted in a needle stick). The event occurred twice. The following information was provided by the initial reporter. The customer stated: complaint category: damaged / broken. Hospital complaint reference #: details of complaint (reported issue): the needle not retracting (one occurrence resulted in a needle stick). The customer wants to return. 350 ea. Complaint noticed: during / after use. Patient injury: no. Qty affected: 2 ea.